Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a no delivery alarm. During troubleshooting with plunger and a 5.0 unit manual prime, customer was able to resolve no delivery with reservoir change.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap cap, and septum for anomalies and none were found. Ran occlusion testing, and no occlusions were noted. Unable to verify the needle anomaly due to the transfer guard not being returned.